Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b1 and, b5 with this report.

Event description:
Customer called to ask how to change the set and said the reservoir and tubing was greyed out on the pump and mentioned had to change the battery since it was low. Per svn: (B)(6), pump had been suspended and that was why the pump would not let her into the reservoir and tubing screen. Customer also reported that she went to the emergency room on (B)(6) 2023 for a low blood glucose of 45mg/dl. She was sleeping and her husband woke her up since she was having a low. She treated the low with glucose tablets before going to the emergency room. She said she had the low because she had over treated her blood glucose. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used. The medical intervention was emergency room visit (customer was not hospitalized).

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 45 mg/dl at the time of the event. The current blood glucose value was 120 mg/dl. The customer was treated with glucose tablets and over-treated as well and admitted hospital for a low blood glucose event. The customer noticed a low battery and the reservoir and the tubing were greyed out. No additional details were provided. Troubleshooting was declined by the customer. It was unknown whether the insulin pump was used within 48 hours of the low blood glucose event or not. It was unknown whether the smart guard/auto mode was active at the time of the low blood glucose event or not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.